Event description:
It was reported that air was drawn into the system during backflow immediately after farawave insertion into the sheath. No leak was identified inside the body, and no air was observed within the sheath during dilator removal. The procedure was completed with another of same device and no adverse event occurred. The device is not expected to return for laboratory analysis since it was discarded in facility.